Event description:
Event description boston scientific received information that during interrogation of this cardiac resynchronization therapy defibrillator (crt-d) the patient received a 21j shock during left ventricular (lv) threshold testing. It was determined that this shock was inappropriate and a <20 ohm impedance error message was displayed. Boston scientific crm technical services was notified and it was recommended that the device be explanted. Retrieval of the device memory was sent for analysis and it was determined that additional device high energy testing was needed. The device was subsequently explanted and returned for analysis.